Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient had a seizure and lost consciousness for about 15 minutes in the morning. It took her over an hour to fully recover. During the episode, she was unconscious and unable to move. Paramedics took her to the hospital. At the time, her blood glucose (bg) was 20 mg/dl, while her cgm showed 68 mg/dl. Later readings showed a consistent difference of 50¿60 points between bg and cgm: bg: 70 mg/dl vs cgm: 130 mg/dl, bg: 215 mg/dl vs cgm: 263 mg/dl. She received IV insulin and food, likely for diabetes management. However, no treatment for hypoglycemia was documented. The patient stayed in the hospital for 5 hours and was discharged the same day. At the time of the report, she was still feeling unwell, as her body was recovering. During the follow-up by technical support on (B)(6) 2025, she reported feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken before the patient was taken by the paramedics and the first bg and cgm values taken in the hospital. The reported glucose values fall within the a zone of the parkes error grid was the second bg and cgm values taken in the ER. It has been reported that there was a difference in readings of 50-60 points. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.